Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed self test using an attached onestep multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the onestep multi-function cable was returned for evaluation. The customer's report was not replicated or confirmed. The onestep multi-function cable was scrapped. Analysis of reports of this type has not identified an increase in trend.